Event description:
Paramedics responded to a person described as being down for over 45 minutes and cold to touch. A countershock was administered and the device allegedly failed to discharge. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessement of the pt's lack of viability.